Event description:
Report received of a tubing "coming apart" at the blue foil on the cartridge. It was reported that while the pt was lifting themselves up from a lying position, pt felt a gentle tug from the pump. The pt picked up the pump to assess and found that the tubing had come apart at the blue foil. It was reported that the IV fluid leaked into the pump causing it to stop working. The pt was near the end of the infusion. There was no reported pt harm or adverse pt effects. Although requested, no additional info was provided.